Manufacturer narrative:
Philips has investigated this complaint. It was reported that the frontal ippc memory 4 problem occurred during runtime. Review of the system log file showed ¿post "frontal ip-pc" done/failed¿ malfunction. Upon further inspection, it was confirmed that the x ippc's memory modules are failing. Fse replaced the ippc and image disks. After replacing the ippc and image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.